Event description:
A hospital in indianapolis reported that an iw980 wall mount infant warmer was displaying an e17 error code. It was further reported that the harness connectors were discoloured. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the upper and lower head harnesses of the complaint iw980 wall mount infant warmer were returned to fisher & paykel healthcare in new zealand where they were visually inspected. Results: visual inspection revealed that both the upper and lower harness connector housing were discoloured. Additionally, the internal female terminal plastic housing was broken. A lot check revealed no other complaints of this nature for lot 041104. The complaint infant warmer is over 10 years old. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. The warmer's controller continuously monitors the power delivered to the heating element. Should the connectors completely fail the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. Furthermore, the components of the harness assembly are wrapped in a fire retardant sheath, and the entire enclosure is made from fire retardant plastic. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Replacement parts have been sent to the customer to replace the discoloured harness connectors.